Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 16-20mm in length, eccentric and de novo target lesion was located in the mildly tortuous and mildly calcified and 2.5mm in diameter distal right coronary artery. The lesion contained less than or equal to 45 degree bend. A 20 x 2.50mm rebel stent was advanced but failed to cross the lesion. The physician removed the device and found that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.